Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence "due to spongiosum atrophy." A 4.0 cm cuff was explanted and a new 4.5 cm cuff was implanted. When originally implanted the physician feels that the cuff was the appropriate size and was implanted in the appropriate location. The patient's symptoms began (B)(6) 2019. A new aus device was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence "due to spongiosum atrophy." A 4.0cm cuff was explanted and a new 4.5cm cuff was implanted. When originally implanted the physician feels that the cuff was the appropriate size and was implanted in the appropriate location. The patient's symptoms began (B)(6) 2019. A new aus device was implanted.

Manufacturer narrative:
Device evaluation: the cuff, pump and balloon components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff, pump or balloon. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "known inherent risk of device" was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of urinary incontinence and atrophy are included in the product labeling and hazard analysis.